Event description:
It was reported that the ventricular lead had high impedance readings and therefore was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received.